Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is no longer available to be returned.

Event description:
It was reported the patient received the following results within 10 minutes: 5-6 mmol/l and 30-32 mmol/l. Customer could not recall the exact values.